Event description:
Sales representative stated that this customer implanted the anchor in 2005. Twenty days later, the pt's shoulder was swollen with yellowish fluid and it had to be drained. It was also drained the next day and one day later. The doctor made the decision to remove the anchor the next day. Sales rep. Stated that the fluid looked more like synovial fluid than pus, and the shoulder was not very warm. During removal it was observed that the anchor was still intact, but there was so much swelling, the cuff pulled away from the bone and through the still knoted suture and anchor. The anchor was removed, however the surgeon decided not to repair the rotator cuff. Sales rep. Also stated that the pt had a synvisc shot in the shoulder in which pt had a bad reaction.